Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's tubing came unscrewed at the luer lock while asleep. The customer stated had reconnected the tubing at the luer lock and resumed insulin successfully. The customer's blood glucose level was 315 mg/dl - 456 mg/dl which was corrected with a manual injection and bolus with the pump. Additionally, tandem technical services identified that the customer inadvertently did not fill the site cannula. The customer acknowledged. During follow up with tandem technical services, the customer reported that their blood glucose level was 115 mg/dl after changing out supplies.